Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: when checking the product before use for a patient, the hcp was found that the catheter tip was damaged.

Manufacturer narrative:
H6: investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo, no catheter tip damage was able to be observed. Visual inspection of the sample, a hole was observed on the catheter. A device history record could not be evaluated as the lot number is unknown. This nonconformance might be caused during product manipulation. To insure tubing quality, there is a tube cutter od measurement sensor in place and challenges to this are done during the start up of every shift and during change over. There is also an in-process inspection where two hourly visual inspections are completed to check for damage tubing.

Event description:
It was reported that the bd insyte¿ IV catheter experienced catheter damage/deformation. The following information was provided by the initial reporter: when checking the product before use for a patient, the hcp was found that the catheter tip was damaged.